Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with history anomaly, external ram crc error and unexpected restart alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No external ram crc or unexpected restart alarms were noted during testing. The pump was monitored and several bolus deliveries were programmed and delivered properly. All boluses were recorded properly in the bolus history and daily totals history files. No unexpected restart error alarms, time/date resetting, lost settings, or history anomalies were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.